Event description:
Revision surgery- the patient fell into an empty swimming pool and complained of pain and instability as a result. The surgeon revised the head, cup, and polyethylene.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and instability after 9.2 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 105th complaint for this part number: 56 due to dislocation, 16 for dissociation, ten due to infection, seven due to instability, four due to trauma, three for non-assembly, two due to pain, two for a taper non-engagement, one for a tight joint/limited range of motion, one for malposition, one loss of fixation, and one cement impingement. This is the first complaint for this lot number. The root cause for the pain and instability was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.